Event description:
The custoemr reported that in the middle of the surgery the knife became stuck between the jaws. Upon receipt for investigation the knife blade was visually exposed in the jaw.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found the device was damaged during shipping. In addition, the blade had broken away from the pull rod. The customer reported that the knife has been stuck between the jaws and did not return back. The reported condition was confirmed. The blade could not be retracted or advanced with the trigger. Engineering disassembled the device and found the weld on the blade rod assembly broken. The investigation found no pieces missing. A design improvement has been implemented. The drawing has been changed to increase the weld strength specification for the blade rod assembly. The investigation identified the root cause of the reported event to be an inadequate laser weld.